Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer's blood glucose level was 97 mg/dl. The customer declined to reload the cartridge with tandem technical support, and will continue to monitor the insulin gauge. During a follow-up call on (B)(6) 2016, the customer confirmed that the insulin gauge began to decrease as intended and that everything was working fine.